Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit display remains dark when the device is powered on.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed the failure. The fse replaced the video cable which resolved the issue. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received the display cable with a reported unit failure of the display remaining dark. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the display cable into the cs300 test fixture and tested the cable to factory specifications per the cs300 service manual. When the cs300 was turned on the display immediately appeared on the screen. The fat ran the cs300 for one hour. The fat could not replicate the complaint experienced by the customer. Retaining the cable in the fat per procedure.

Event description:
It was reported before use that the cs300 intra-aortic balloon pump (iabp) unit display remains dark when the device is powered on. There was no patient involved.

Manufacturer narrative:
Corrected fields - b5, h6 (health effect ¿ clinical code, health effect ¿ impact codes) updated fields - b4, g3, g6, h1, h2, h11.